Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report there was leak on the balloon of the tracheostomy tube. The customer reported the patient experienced anxiety and distress. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.